Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited chronic high thresholds and loss of sensing. The patient was dependent but was asymptomatic. The physician elected to cap and replace the lead. The patient was in good condition post surgery.